Event description:
It was reported that the device was used during a low anterior resection. When the device was fired it was very difficult to fire and there was no crunch heard when the firing was complete. After firing the device was difficult to remove from the bowel. The surgeon noticed that the staples were malformed and the tissue was not completely cut. The surgeon hand sutured to complete the case. There were no consequences to the patient.